Event description:
Treatment of a left internal carotid artery (ica) aneurysm measuring 2.8cm x 2.3cm. Post procedure, it was reported that the patient experienced headaches upon being discharged from the hospital. An angiogram was performed and the distal end of the pipeline appeared to have migrated into the aneurysm causing the aneurysm to rupture. Subsequently, the patient expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).